Manufacturer narrative:
This is a supplemental report to MFR. Report #:1218950-2016-05730. The FDA registration number initially chosen was incorrect.

Event description:
The international customer sent the device to the international service center for routine periodic maintenance. The service technician during inspection of the v60 unit identified that ac power switching to battery was not performed properly due to failure of power management (pm) pcba (printed circuit board) so the pm pcba was replaced. There was no patient involvement.

Manufacturer narrative:
H6: updated h10: power management (pm) board was returned to the v60 vent manufacturing facility for evaluation. Visual inspection of the pm board did not reveal any evidence of damage or contamination. Pm board was installed in the test ventilator in an attempt to duplicate the reported problem of ac power switching to battery was not performed properly. The test ventilator did not power up from backup battery and delivered breaths. During debugging of the power management board, it was found that diode d3 (switching diode) was open and d37 (switching diode) was shorted. Diodes d3 and d37 were replaced on the pm board. Test vent was retested. This time test ventilator powered up from backup battery and delivered breaths, and passed all performance verification testing.

Manufacturer narrative:
H10: power management (pm) board was returned to the v60 vent manufacturing facility for evaluation. Visual inspection of the pm board did not reveal any evidence of damage or contamination. Pm board was installed in the test ventilator in an attempt to duplicate the reported problem of ac power switching to battery was not performed properly. The test ventilator did not power up from backup battery and delivered breaths. During debugging of the power management board, it was found that diode d3 (switching diode) was open and d37 (switching diode) was shorted. Diodes d3 and d37 were replaced on the pm board. Test vent was retested. This time test ventilator powered up from backup battery and delivered breaths and passed all performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.